Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 due to femoral loosening and malalignment of the tibial tray. All components except the polyethylene patella were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07484 & 07485).